Manufacturer narrative:
Should additional information become available, a supplemental record will be filed. User¿s manual review 1110546 rev. H. (Page 11) if so equipped, anti-tippers must be attached at all times. Inasmuch as the anti-tippers are an option for 0° or 3° on this wheelchair (you may order with or without the anti-tippers), invacare strongly recommends ordering the anti-tippers as a safeguard for the wheelchair user. (Page 24) every six months or as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair.

Event description:
The end user stated he kept tipping backwards in his chair and at one point, he fell and he cracked three of his ribs. End user made it sound like there was a second chair, but the nurse explained that it was the same chair that he was using and there are no anti tippers on the chair, and she explained he is a large gentleman and he "plops" into the chair. The incident was supposedly a long time ago and the customer is fully recovered. No further information provided. Update from 02/08/2016 added by consumer affairs: end user has no recent injuries with the chair but is very hard on the chair and plops down. No further information provided at this time.